Event description:
A physician attempted to deploy the xceed stent in the left superficial femoral artery. The physician advanced and prepped to deploy the stent, but the wheel spun freely. The physcian attempted to pull the stent into the sheath and it began to deploy and accordian. The physician then deployed another brand of stent. The physician supported the xceed by deploying two other brands of stents inside the inner diameter of the xceed. The patient is reportedly fine.

Manufacturer narrative:
H10: the results of visual evaluation and testing on the returned sample indicate that there was no manufacturing defect or device malfunction observed. Review of the device history record for this lot did not produce any findings relevant to this report.